Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a impella cp pump support ongoing for a surgical patient. The automated impella controller (aic) alarmed after 7 days with console failure. The aic was replaced and support proceeded without harm or injury.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console logs from the reported day of event are consistent with the complaint and showed an controller error alarm triggered during the clinical procedure. The real time logs confirmed that all signals received from optical bench (placement, signal-to-noise ratio, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console was returned for investigation and was tested. Voltage from the power battery manager (pbm) at connector (j3) was 4.9 volts. The voltage on the optical bench lamp connector (p4) was 4.8 volts, and the lamp power was 3.51 uw. Visible light was detected from the optical pump connector in the console, and "5s" parameter testing confirmed that the optical system was within specification. The controller error was due to an optical bench firmware (fw) communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. The root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" was due to a firmware issue (optical bench fw anomaly). B.7 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26973. H.3 revised was the device evaluated by the manufacturer? And evaluation summary attached fields as the investigation was completed when initial manufacturer device report number 1220648-2025-26973 was submitted. H.6 codes 3233, 3221, 4315 and 11 were entered incorrectly on initial manufacturer device report number 1220648-2025-26973 as the investigation was completed. New codes have been added. H.10 revised as investigation results were inadvertently omitted on initial manufacturer device report number 1220648-2025-26973.